Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the scissors insert cev605-3 3pk 350mm, broke during surgery when cutting a vessel. During disassembling, it was visually noticed that a very small metallic part was broken on the scissors. An x -ray was done after surgery shows the small metallic part in the patient. Due to the location and hard/complexity of access, a decision was made to leave the small metallic part in the patient¿s body. No other clinical information provided.

Event description:
N/a.

Manufacturer narrative:
Product was returned and the evaluation verified the complaint as valid. One of the mobile blades is broken at the pin which holds the blades together. A corroded area can be observed within the fracture zone. No material or manufacturing defect was found and there were evidences of a crack prior to the breakage, the most probable cause is the recurrence of impacts on the instrument during its use or its reprocessing, which weakened the blades and progressively led to the reported event. Moreover, the instructions for use, (IFU) provided with the device requires to: "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired".